Event description:
It was reported that the patient came in to the hospital after receiving a high voltage shock from their device. The device was interrogated and atrial fibrillation with rapid ventricular response was observed, but the ventricular rate was falling into the vf zone. Programming changes were made. The patient condition is fine.